Event description:
This patient was undergoing egd treatment. During the use of this injection gold probe, a three to four inch piece of the tip of the device broke off and was retrieved from the patient. The procedure was successfully completed and there were no reported patient complications. This device is currently being evaluated by this manufacturer. Following completion of the engineering evalaution, a supplemental medwatch rpeort will be forwarded under the approrpirate sequence number. Co believes patient anatomy and/or user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.